Manufacturer narrative:
The customer contacted resmed regarding an external battery that was allegedly not holding charge. Based on the conversation between a resmed astral support representative (asr) and the customer, it is possible that the patient did not allow the external battery to fully charge. The customer was informed that the astral device will charge the internal battery first before the external battery, therefore, it may take longer for the external battery to fully charge. The customer was provided with instructions on how to charge the batteries. No device was returned for investigation, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to hold charge. There was no patient injury reported as a result of this incident.